Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted in the stomach to treat a gastric outlet obstruction during a stent placement procedure performed on (B)(6) 2022 . During the procedure, when connecting to the diathermy, the axios stent did not work properly. There was blanching of the tissue; however, it was noticed that the axios stent worked with low effect. There was no visible damage with the electrical connector on the axios handle and the active cord was tightly secured to the axios electrical connector. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted to treat gastric outlet obstruction. Per the instructions for use (IFU), "the axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of: a pancreatic pseudocyst or a walled-off necrosis with > 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture". The stent is not indicated for the treatment of gastric outlet obstruction.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. An axios stent and electrocautery enhanced delivery system were received for analysis. The stent was received fully covered and undeployed. Visual inspection found the outer sheath kinked in the luer section. The tip showed evidence of electrocautery process. The delivery system was received in its original position along with the retainer clip. During electrical inspection, no problems were noted to the continuity between the rf connector and distal rf electrode. Lastly, an x-ray inspection was performed to verify any damage on the device; however, no damages were noted. No other issues were noted to the stent and delivery system. The investigation concluded that the observed event of sheath kinked was likely due to the handling of the device or the technique used by the physician when the device was attached in the scope. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. The complainant reported that the hot axios stent was to treat gastric outlet obstruction. The IFU states, "the hot axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of: a pancreatic pseudocyst or a walled-off necrosis with > 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." However, the reported event of cautery delivers energy intermittently could not be confirmed because there were no problems noted during electrical and x-ray inspections. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation on november 24, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted in the stomach to treat a gastric outlet obstruction during a stent placement procedure performed on (B)(6) 2022. During the procedure, when connecting to the diathermy, the axios stent did not work properly. There was blanching of the tissue; however, it was noticed that the axios stent worked with low effect. There was no visible damage with the electrical connector on the axios handle and the active cord was tightly secured to the axios electrical connector. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted to treat gastric outlet obstruction. Per the instructions for use (IFU), "the axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of: a pancreatic pseudocyst or a walled-off necrosis with > 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture". The stent is not indicated for the treatment of gastric outlet obstruction.